Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer stylus was not calibrated. It was noted that the printer drawer release latch was broken yet still functional. It was also noted that the power cord bay latching tabs were broken and that the handle covers were cracked. The programmer hard drive was reconfigured and the software was reloaded. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not calibrated and it was attempted to calibrate the programmer using several styluses however this did not resolve the issue. There was no patient involvement.